Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had alleged under delivery due to insulin flow block. Customer had hyperglycemia and blood glucose level was 26.0 mmol/l. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of high blood glucose level. Customer was treated with pen for high blood glucose level. Customer reports they have contacted their healthcare professional. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. The reservoir will not be returned for analysis.